Manufacturer narrative:
Investigation: the customer returned one used optia set for investigation. Visual inspection confirmed the set was assembled correctly with no kinks, leaks, occlusions or missing parts. Flow of blood was observed throughout the set and in the inlet line, cassette and channel. No disposable defects were identified. The contents in the set was very diluted indicating that rinseback was successfully performed. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. According to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%.allergic reactions are usually associated with replacement regimens that include albumin, but they can also be caused by sterilization of disposable tubing with ethylene oxide. Root cause: the physician stated that the patient had an allergic reaction to eto, acd-aor albumin. The physician prescribed IV benadryl and oral tylenol, and the patient fully recovered after treatment. The physician prescribed 250 ml 0.9% saline, IV benadryl 12.5 mg, IV tylenol 60mg, IV solu medrol 40 mg (an anti-inflammatory glucocorticoid).

Event description:
The customer reported that the patient had a reaction 5 minutes into a tpe procedure. The patient's heart rate was 163 and he was very anxious. The replacement fluid 5 % albumin. 100 ml has been exchanged in 5 minutes. The patient's starting blood pressure was 118/70,heart rate was 84, temperature was 36.6 oc, respiratory rate was 18, 29 year old male, 6'0",162 lbs. They used acd-a and 0.9% normal saline to prime the set. The physician thought that the patient had an allergic reaction to eto, acd-a or albumin. The patient was given 250 ml 0.9% saline, IV benadryl 12.5 mg, IV tylenol 60 mg, IV solu medrol 40 mg (an anti-inflammatory glucocorticoid).the patient was sent to ER and then released for observation to the nephrology unit. The patient will not undergo more tpe procedures. The patient's mother refused to re-start the procedures. The customer did not respond to multiple attempts to obtain information for the investigation such as patient ID, patient outcome and initial reporter's occupation.